Event description:
It was reported when the device was used during a colectomy procedure, it functioned as intended during the initial procedure. One week post-op the pt was brought back for emergency surgery due to a leak in the middle of the staple line. The staple line was examined and the staples were formed. It could not be determined what contributed to the staple line leakage. There were no other reported pt consequences.